Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading during the phone call was 285 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but the mother was unable to perform the high pressure test. The mother also mentioned that the customer experienced no delivery alarms once the customer got back on the insulin pump after the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.